Manufacturer narrative:
Additional information was received that the revision was primarily to fix the lead and upgrade the ipg with no device malfunction was suspected. The patient underwent a revision procedure wherein the lead was replaced. During the procedure the physician did found the fracture on the lead by the pocket site. The physician did not suspected any abnormal malfunction and stated it was a wear and tear of the device. The patient was doing well postoperatively. The explanted devices were not returned to bsn as they were kept by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing stimulation changes with posture and was having extended ipg charging time. It was determined that there were high impedances on the lead. The physician suspected lead fracture. The patient will undergo a lead and an ipg replacement procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-1110, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was experiencing stimulation changes with posture and was having extended ipg charging time. It was determined that there were high impedances on the lead. The physician suspected lead fracture. The patient will undergo a lead and an ipg replacement procedure.